Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed. With such limited information and no product return, it is not possible to identify a potential root cause or contributing factors. No actions will be taken at this time.

Event description:
It was reported that "it was unable to start pacing after the catheter was inserted. The catheter was replaced and the problem was solved." There were no patient complications reported.